Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient was (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during closing vessel with angio-seal vip after deployment, when device vas taken out, the bleeding did stopped. Bleeding was managed by manual pressure with no harm to the patient. The doctor reported that the anchor was left in the delivery shaft. Additional information was received on 3/9/2018. The original procedure performed is a pta size of the sheath is a 6fr. A pre deployment angiogram was performed and there was minimal difficulty gaining arterial access due to a little calcification. Blood loss was reported to be 700 ml.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received at terumo medical corporation for product evaluation. No accessory components were returned with the device. The returned component was subjected to visual analysis where blood-like substance was found. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conduct on the actual device. The deployment sleeve was moved into the forward lock position, which caused the anchor at the distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted at an appropriate angle to the distal tip of the hemostatic sheath. Force was then applied to the anchor, deploying the collagen and suture. The tamping tube did not release. The carrier tube assembly was then cut open exposing dried blood-like substance and the tamping tube. Based on the evaluation of the returned device the complaint could be confirmed for pullout. The anchor was able to post per functional specifications based on the tests performed. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the cause of the tamping tube not releasing is due to the dried blood like substance obstructing the passage of the tamping tube. It is likely that the device was no placed in the full forward lock position or an obstruction to the anchor posting to the distal tip causing the anchor not to initially post during the initial use of the device.